Event description:
It was reported, that the laparoscope had a greenish image and cannot be white balanced. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that the outer tube was faulty and the cable unit was scratched. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, it is believed that fatigue and component failure caused the reported failure mode. The adhesive that provided the tension between the charged couple device and the assembly failed. This failure lead to a poor connection, and defective r-unit - ultimately causing the reported imaging failure. Olympus will continue to monitor the field performance of this device.

Event description:
This event occurred during preparation for a laparoscopic procedure and was reportedly completed using another set of equipment.